Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that the patient implanted with this device presented to the hospital upon hearing tones. Interrogation found the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This remains in service at this time.

Manufacturer narrative:
This device is not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device presented to the hospital upon hearing tones. Interrogation found the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device was explanted and replaced.